Event description:
It was reported that during an implant procedure, the implantable neurostimulator (ins) had four high impedances (over 4,000 ohms). The healthcare provider (hcp) removed the lead, wiped it down and attempted to re-insert the lead. It was then that the hcp determined, upon trying to reset the setscrew, that the ins would not hold the lead in place. The hcp opened another ins and that resolved the issue. 2013 (B)(6) e1a (rep): it was later reported that the patient was doing well. 2013 (B)(6) e1b (rep): document contained no new information. 2013 (B)(6) rp: document contained no new information.

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown; product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).